Event description:
The customer reported hemolysis during a plasma collection procedure. Patient information and outcome are unknown at this time.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the device at the customer site and performed multifunction auto test and fluid test with passing results investigation is in process, a follow-up report will be provided.